Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in the air/water tube, air/water cylinder, and inside of the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, and the identification of the foreign material is unknown. However, the issue of the foreign material found in the air/water tube and the air/water cylinder may have been due to the foreign material not being removed because the subject device was not reprocessed properly due to a leak at the bending section cover (a-rubber). Also, the foreign material found inside the light guide lens may have been due to the adhesion area of the foreign material not being an external surface of the device, which may have caused the foreign material to not be removed by reprocessing. The presumed cause of the light guide lens (adhesion) glue that was peeled off may have been due to physical stress by hitting or dropping the distal end, chemical stress by chemical solutions. This event is detectable and preventable by handling device in accordance with the following IFU for air water cylinder and air water channel had foreign material are as follows: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection and preventive measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). This event is detectable by handling the device in accordance with the following IFU for foreign material inside the light guide lens states the detection method in evis exera ii tjf type q180v operation manual olympus will continue to monitor field performance for this device.